Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, difficulty breathing occurred. An unspecified taxus express2 stent was implanted several years ago. At some point after the procedure the patient began to have difficulty breathing. No further information is available.